Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been under care of their dentist and provided a letter of recommendation. In the letter the dentist stated that they are updating on the recent treatments and recommendations for the patient. Tooth #1 5 recently received a new crown after the previous crown was lost. The tooth was previously endodontically treated. Tooth # 3 it was noted that there is a large distal secondary decay and treatment was initiated with a bu and crown. Tooth # 31 treatment is planned for a bu and crown due to fracture. Since restoration of teeth have been done or in progress of the aligners will no longer fit. It is recommended that the patient complete the disease control phase before using treatment of aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.